Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The pod was received in pod state 15 with 0 pulses delivered. No damages or deficiencies were observed that would affect the device's ability to deliver insulin. The pod was manually deployed. A leak test was conducted, and no leaks were observed.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 699 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, muscle spasms, vomiting and dehydration. In addition the patient reports having redness, swelling and purulent discharge at the pod infusion site (arm). The patient reports the pod was leaking during wear. Once at the hospital the patient was treated with intravenous fluids, insulin and zofran. The patient was discharged from the hospital after 2 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.